Manufacturer narrative:
(B)(4). Concomitant medical products: dil cath: sprinter legend rx 2.5*15mm, other: priority pack with co-pilot the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the balloon catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 70% stenosed, concentric lesion in the distal left anterior descending artery with mild tortuosity. The balance middleweight (bmw) guide wire was advanced across the lesion. A non-abbott balloon catheter was then advanced, but could not move on the bmw guide wire. The balloon was removed with resistance noted. A new bmw guide wire was used successfully with the same balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.